Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device received a no flow alert upon starting. The user attempted to disconnect each pad prior to the call, but still received a no flow. The medical services and support team advised the user to disconnect all pads once more including the fluid delivery line priming, however this did not resolve the issue. The complainant noted that she will try to locate another device on a different unit. She was also advised to have biomed evaluate the machine. Additional event details have been requested but not yet received.

Manufacturer narrative:
Per additional information received, there was no malfunction with the pads. After troubleshooting, it was reported that the pads were working as intended. Therefore; it has been determined that this event is not reportable.

Event description:
It was reported that the device received a no flow alert upon starting. The user attempted to disconnect each pad prior to the call, but still received a no flow. The medical services & support team advised the user to disconnect all pads once more including the fluid delivery line priming, however this did not resolve the issue. The complainant noted that she will try to locate another device on a different unit. She was also advised to have biomed evaluate the machine. Additional event details have been requested but not yet received.